Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer stated that in the procedure of the bravo capsule, the physician pressed on the plunger and when taking the delivery system out of the pt's mouth, the bravo capsule fell out of the pt's mouth. The pt did not suffer from any adverse effects.